Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, the incorrect needle was in the suture pack. The surgeon took a sharp but was noted to be the blunt needle in the packet. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending device evaluation the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: the surgeon asked for 2 x taperpoint needles ( code pdp9262t). But when the package was opening on these they were completely blunt points (looked more like pdp9967t which is an ethigaurd blunt point). Was the patient injured- ¿no please provide lot number- uamruz. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One needle suture piece was received for analysis. Product code pdp9262t. Upon visual inspection of the returned sample, the needle was identified as a needle taper point for product code pdp9262t for pds suture violet monofilament. No anomalies or issues related to the product mix were found during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.